Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was not closed. A field service engineer (fse) identified that tower door 2 had a broken switch and replaced the latch. Cleaned and reworked the door 3 latch, adjusted all doors that were rubbing together, and verified proper operation through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 would not close. The issue was linked to door 3, and the latches were not engaging properly to secure the doors in a closed position. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.